Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum 50 units fill notification during the fill tubing step after filling the cartridge with 100 units of insulin. The customer used a new cartridge and successfully resumed insulin delivery. The customer's blood glucose level was not impacted.